Manufacturer narrative:
Background information: sunrise wheelchairs have a five-year lifetime. Frame breakage that occurs within the five year time span are reviewed to determine if chair was used as described in product literature (normal loads, torques, pressures, and environments). Chairs used within specified parameters for use that have frame breakage are a malfunction of the design in that the chair frames are designed to last for five years, during normal usage, without breakage. Wheelchairs that have signs of extensive abuse (e.g., rust, impact damage, scrapes, dents, and bends) are demonstrating that the wheelchairs are used outside the specified parameters for use. Frame breakage in these cases cannot be prevented as any material will break under the right amount of stress. Therefore, frame breakage outside the five year life time or with signs of extensive abuse are not considered malfunctions and will not be reported as such. Discussion: the age of the wheelchair at the time of the incident was 11 years 1 month. This is more than double the effective lifetime of this particular wheelchair model (effective lifetime = 5 years 0 months). All wheelchair materials will fatigue over time and, therefore, cannot be designed out. Sunrise medical wheelchairs are designed to be as safe as possible, however, material fatigue is an inherent risk of all materials and is why an effective lifetime of 5 years was established. Conclusion: due to the age of the wheelchair, it is presumed that the malfunction was due to material fatigue. This is not an issue with design, manufacture, or assembly. Effective lifetime of the product is 5 years 0 months and the age of the wheelchair at the time of the reported event was 11 years 1 month. However, due to the frame breakage and subsequent fall, there is a risk for serious injury or death and this report is being filed out of an abundance of caution. Additional information: this complaint has been re-reviewed as a part of a four-year retrospective review and remediation effort based on enhancements made to the company's complaint handling and adverse event reporting processes. A legal consulting firm was consulted for the retrospective review. This MDR is being filed based on the outcome of that retrospective review.

Event description:
User was attempting to do pressure relief and the frame broke causing the backrest to collapse backwards. His caregiver was with him but he did fall backwards onto the carpet and hit his head. Stated he did not need medical intervention and aside from a headache and stiff neck for a few days he recovered well.